Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found the proximal end has annular wear around the shank on both sides of the groove to the end of the flat section. The distal end has machining marks with few signs of wear. The thread surfaces have what may be cutting tool chatter. The fracture surfaces are mostly granular with evidence of plastic deformation. The fracture artifacts suggest the fracture occurred in bending overload. This report filed april 29, 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, post-operative radiographs showed that the pin had fractured and remains in the patient's distal femur. The surgeon notified the patient of the fractured piece. To date, no revision procedure is scheduled.